Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine¿s ultrafiltration (uf) removal was low during a patient's hd treatment. Upon follow up, the charge nurse said that the uf was determined to not be working correctly, and the correct amount of fluid was not removed from the patient. The patient¿s pre-treatment weight was recorded as 79.1 kg. The nurse stated the patient had a programmed ultrafiltration goal of 4500ml for the 4-hour treatment. It was reported that the patient¿s post dialysis weight was 76.5 kg; a total fluid removal of 2600ml. The machine, a fresenius 2008t hd machine, was not expected to alarm. A fresenius dialyzer was in use. The same scale was used to weigh the patient in and out. The patient did not drink or eat while on the machine. The uf was not turned off. The patient completed treatment on the machine without patient serious injury or medical intervention require. Upon follow up, the bmt said that the machine was returned to service after he replaced the uf pump. The complaint device was reported to be available to be returned to the manufacturer for evaluation.